Manufacturer narrative:
Reference medwatch 3004209178-2015-50666 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The insulin pump was not delivering insulin correctly. The customer programmed 15 units of insulin but did not see any insulin drip until 4 units and then again at 8 units. Insulin did not drip in between. Customer's blood glucose level was 470 mg/dl. The customer was hospitalized. The call was disconnected. The device was not returned.